Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.

Event description:
The pt reported experiencing elevated blood glucose of up to 16 mmol/l (288 mg/dl) while using the infusion device. Upon follow up, the pt reported no further issues once beginning use of the replacement infusion device. No further info is available. The pt did not require treatment from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for eval.